Event description:
It was reported that a patient received a novasure procedure on may 4th which was successfully completed. However 2 days after the patient started complaining of urinary incontinence. The patient was checked by cystoscopy technic and no traces of fistulas were found. Medication provided (anticholinergics toviaz) help her improve her conditions. No other information is available.